Manufacturer narrative:
Date rec'd by MFR: 24jul2019. The field service engineer (fse) advised the customer that part replacements are needed to solve the problem. The fse provided parts ID for the blower, motor controller and the 12,500 hour pm kit. No repair has been performed, still awaiting customer approval. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15aug2019. Multiple attempts were made to obtain additional information regarding repair/service of the device, but they have been unsuccessful. If the further information is obtain, this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 05 sep 2019. The customer has decided not to repair the unit at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator generated a gas supplies lost: safety valve open alarm. There was no patient involvement. Event date not specified, estimate used.